Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed insert battery alarm. Customer's blood glucose was 130 mg/dl. Device had a blank display after the battery change. After troubleshooting, display did not return. Customer was advised to rest the device. Customer will not be returning the device for analysis.